Manufacturer narrative:
Section d6a / d6b: implant and explant dates added. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 70-year-old female female in st elevation myocardial infarction was being placed on an impella 5.5 for mechanical circulatory support. It was reported the cardiac surgeon attempted to implant impella 5.5 for heart disfunction. The attempted implant was not successful due to vascular disease. After several unsuccessful attempts, the cardiac surgeon made the decision to implant the impella cp instead.